Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On(B)(6) 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation, and on additional information obtained by the medical surveillance specialist after reviewing the call recording. It was not reported when the alleged meter inaccuracy began. The patient reported obtaining what she felt were inaccurate erratic blood glucose readings of ¿116, 202 and 50 mg/dl¿ with the subject meter. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient stated that on one occasion last week, around 1 and a half hours after obtaining the ¿202 mg/dl¿ reading, she experienced symptoms of ¿dizziness, felt unwell and felt about to pass out". 10 minutes after the onset of symptoms, the patient claimed she re-tested her blood glucose with the subject meter and obtained the reading of ¿50 mg/dl¿. The patient indicated that she treated herself with sugar and sought medical attention. The patient reportedly was taken to hospital where she obtained a blood glucose result of ¿102 mg/dl¿ on the hospital meter on arrival, and received intravenous rehydration. At the time of troubleshooting, the cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes by an hcp after obtaining alleged inaccurate erratic blood glucose readings with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.